Event description:
Date notified: (B)(6) 2011. A model 305 portable aspirator (sn (B)(4)) failed to charge battery pack. An insp of the device revealed a detached battery terminal and a defective ac jack. The ac jack was replaced, the terminal was re-connected, the device was tested to specs and returned to the customer. No death or injury resulted from the device malfunction.